Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system failed therapy monitored volume performance specifications during fill 1&2 and drain 1&2.

Manufacturer narrative:
(B)(4). The device's service history record was reviewed and shows the device passed all required tests and calibrations prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the rite (return instrument test / evaluation) functional test for volume accuracy. The previous return of the device was not for any issues related to rite functional test for volume accuracy. The device failed the homechoice rite functional test for volumetric accuracy during fill 1, drain 1, fill 2 & drain 2 but passed the rite electrical test. An accuracy confirmation test was performed and failed. The piston foam was repositioned and the device passed the accuracy test. The temperature verification test was performed and passed. The device's pneumatic system was diagnosed and no leaks were detected; all pressures were correct and stable; however a creaking noise was heard coming from the occluder. An inspection of the door assembly revealed the occluder springs and spring retainers were worn. The root cause for the rite failure was determined to be a hardware problem (piston foam positioning). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.